Event description:
It was reported the pt had two invalid contacts but was reprogrammed and received full stimulation coverage. The pt called the next night reporting the stimulation would not increase. Stimulation could not be regained on the pt's right side, and the number of invalid contacts had increased. X-ray showed the lead had migrated. It was reported the pt had fallen months before. The pt had requested that if a procedure was performed, she did not want the lead to be replaced. The physician performed surgical intervention on (B)(6) 2011, and confirmed the lead had invalid contacts. Due to the pt's request, the system was reconnected and left in place.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.